Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels as high as 300 mg/dl. The customer would address the high bg with a correction bolus and insulin injections. As the high bg events had occurred in the past, tandem technical support was unable to troubleshoot to help determine a possible cause of the events.